Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient was calling to request assistance in turning ins off for an MRI the following day. Patient reported they had been having a lot of problems with their implant because it was not working anymore on them. They had raised it as high as it could go and it was not working. Patient stated they were going to have to go back to self-catheterization. Patient mentioned they saw their healthcare provider (hcp) in (B)(6) when the system was already giving them trouble and the hcp wanted to put the patient back to self-catheterization. Patient stated they were unhappy with the device because it wasn't doing its job. Patient reported the issues started right after the implant surgery in (B)(6). Patient added they had unrelated medical issues and the device interfered with all of the tests (MRI and minor surgeries). Patient said that 3 doctors wanted them to get the system removed. It was reviewed how to sync with the patient programmer (pp). Patient confirmed they were getting a blank screen, recommended batteries were reviewed and the patient didn't have any available. It was recommended patient get new batteries and call back for assistance with their pp. Additional information was received. The patient reported they ran out of batteries the day prior, but they were able to replace the batteries and everything was working at the time of the call. No further complications were reported or anticipated.